Event description:
Subsequent to the initially filed report the following information was provided: the guide wire was snared in order to retrieve the ruptured balloon via the contra lateral groin. There was minor ooze from the right groin access site. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported difficulties and subsequent treatment was likely due to case circumstances. The rupture likely occurred due to interaction with the heavy calcification. It is likely that the interaction caused damage to the outer surface of the balloon material resulting in rupture and separation during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right common iliac artery. The armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance in the right common iliac artery. The balloon was inflated once to nominal pressure and ruptured at 9 atmospheres. The rupture was circumferential due to heavy calcification. The ruptured material could not be removed via the 6fr sheath but was recovered with an 8fr sheath accessed via the left groin. The guide wire over which the pta catheter was inserted was snared and the ruptured balloon was pulled into the 8fr sheath and was removed. During closure, hemostasis was achieved with bilateral non-abbott devices. On the right groin there was minor superficial loose [bleeding] which did not respond to prolong compression. A single stitch was inserted with good result. There was no reported clinically significant delay in the procedure. No additional information was provided.